Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner uniglide hydrophilic wire guide was getting dry and sticking inside the catheter during the diagnostic portion of the procedure. The wire was inserted into the patient twice. The physician wiped the wire with saline 3-4 times, but it continued to dry out, and it seemed like the hydrophilic coating was coming off of the wire. The patient had also received heparin, and the anatomy was not tortuous or calcified. The procedure was still completed with this device, and there were no injuries or additional procedures reported. Imaging confirmed that no hydrophilic coating remained in the patient.